Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection via the naked eye was done and observed the blue winged luer cap was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing blue tip. There was no patient involvement. No additional information is available.